Event description:
It was reported that the wake button was intermittently delayed in responding to presses. Additionally, it was reported that a malfunction occurred. Customer's blood glucose was 180 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.